Event description:
Philips received a complaint from the customer on the v60 indicating that a check vent alarm for battery failure occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse also confirmed that the battery manufacturer date and lot number display were as expected. The rse also confirmed that when the unit is off and the alternating current (ac) is connected, the light emitting diode (led) flashes momentarily then turns off. The rse stated the customer would attempt to swap a known good battery and to resolve the issue. The rse also informed the customer to attempt to replace the power management (pm) printed circuit board assembly (pcba) to resolve the issue if swapping the battery did not resolve the issue. The customer ordered and replaced the battery to resolve the issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.